Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a4: the patients weight is not provided when asked. Section a5/6: the patients weight is not provided when asked. Section b3: this information was not provided when asked. Section d6b: this information was not provided when asked.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade is noted as grade ii. The implant was placed on an unknown date and returned also on an unkniwn date. Upon exam, the provider notes a loss of integration and the device was removed.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for inclusive tapered implant lot#6067854 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for inclusive tapered implant lot#6067854 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant reported was a inclusive tapered implant 3.2 mmd x 10 mml x 3.0 mmp, but the implant returned was verified to be an inclusive tapered implant 3.2 mmd x 8 mml x 3.0 mmp using radiographic template. There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments and ancillary materials are complete, functional and available in the correct quantities" IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: " the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Correction - b3 date of event, b5 describe event or problem, d6a implanted date, d6b explanted date.

Event description:
It was reported that the inclusive tapered implant failed. The patient bone type is noted as type ii. The implant was placed on (B)(6) 2022. The patient presented with the issue on (B)(6) 2023. Upon exam the provider noted to have loss integration and was removed.

Event description:
It was reported that the inclusive tapered implants failed. The patient bone type is noted as type ii. The patient presented for implant placement on (B)(6) 2022 on tooth positions 20, 21, 26 and 28. The patient presented with pain wearing dentures on (B)(6) 2023. Upon exam, the provider noted swelling and confirmed the pain. It was determined that the implant lost osseointegration and they were removed. It was reported that there was no infection, no patient injury and that the symptoms resolved after implant removal. The patient status was reported as good.

Manufacturer narrative:
Additional information: b1, h6. Corrected information: b5, b7, d1, d4, e1, g1, g4, h1. D4: the lot # listed in the initial report could not be confirmed, therefore, the lot #, expiration date, and UDI should not have been reported. E1: the establishment name listed in the initial report was reported in error. The name was not provided. H4: the lot # listed in the initial report could not be confirmed, therefore, the manufacturing date should not have been reported. CAPA ca-00016 manufacturer reference: (B)(4). Reports for the additional reported devices are found in the following mdrs: 3011649314-2023-00427 3011649314-2023-00429 3011649314-2023-00430